Event description:
Consumer called to report higher readings that what the lab tests revealed. Was hospitalized and comparisons were run against hosp meters and lab results.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.